Event description:
Caller alleging receiving discrepant low inratio readings. (B)(6) 2013: inratio: 3.3. Three minutes later inratio 3.0. Lab inratio: 9.2. Side by side testing. Patient's therapeutic range 2 - 3.

Manufacturer narrative:
It's indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Results of the query of similarly incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.